Event description:
Boston scientific received information that a system extraction for pocket erosion (small opening/hole observed in the pocket) with potential infection was performed. It was noted that the device and right atrial (ra) lead had been successfully removed, but during the laser extraction of the right ventricular (rv) lead, the patient's blood pressure dropped and a code was called. Vt and vf was not observed by the field representative during the extraction. The field representative stepped out of the room and when the patient was later wheeled to the operating room (or) it was apparent that the patient's chest had been opened. The field representative called the hospital later that evening to check on the patient's status and it was reported that the patient had passed. The official cause of death was not given.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.